Event description:
It was reported that during the implant attempt, the physician could not deploy the atrial lead helix and the setscrew of the device would not tighten. The lead and the device were not used and a new lead and a new device were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found. (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant.